Event description:
During MFR review of a pt's vns programming history, it was noted that a faulted systems diagnostic test occurred on the date of implant, but the faulted test did not display as faulted. However, it resulted in the pt leaving at unintended settings. The nurse did not perform a final interrogation after programming the generator. When the pt's generator was interrogated on the following office visit, (B)(6) 2006, the programming settings were at unintended settings. These settings were not programmed on the date of implant. However, the settings were reprogrammed on this date.